Event description:
Asystole, adult respiratory distress syndrome: a pt was admitted in 2000 for an elective ventral hernia repair and complex adhesiolysis. Five sheets of seprafilm were placed. The pt initially did well post operatively until 3 days later, when the pt was found to be asystolic on the nursing unit. CPR and intubation were performed. The initial diagnosis was pulmonary edema and secondary respiratory failure. The pt was gradually diuresed, weaned from the ventilator, and re-extubated but, continued to have labored breathing and pulmonary edema. 14 days after admission, the pt was reintubated after a second episode of asystole just after a large bloodly bowel movement. Upper and lower endoscopy were both negative for a source of patient's gi bleed. Over the next several days, the patient developed acute respiratory distress syndrome which worsened over the next two weeks and required prolonged and excessive pressure control ventilation. The patient was cultured and started on steriods. Pt's sputum culture grew staphylococcus aureus and vancomycin was administered. The pt was also treated for urinary tract infection and gradual weaning from the ventilator was attempted. Relapsing urosepsis developed and additional antibiotics were started. It was noted the pt became diffusely weak and was diagnosed with intensive care polyneuropathy. An MRI was recommended of the c-spine. During the MDR procedure, the pt went into tachyarrhythmia and was pulseless for approximately 3-5 minutes. The pt did not recover any neurologic function from this episode and the possibility for recovery of function was considered extremely poor. Ventilator support was weaned and the pt expired shortly thereafter. Because no cause of the pt's events could be established, the investigator assessed the relationship of events to seprafilm as possibly related.